Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, loosening, swelling, stiffness and limited range of motion.

Manufacturer narrative:
This report is being amended to reflect changes. The device history records were reviewed and no deviations or anomalies were identified. These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of the related components. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the package insert; loosening or fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects associated with this procedure. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided.